Manufacturer narrative:
Retainer ring : black. Customer returned pump for an alleged rewind anomaly, pump error 37, and pump error 43 found on (B)(6) 2021. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error alarms noted during testing. Successfully downloaded history files and traces using thus. Pump error 37 alarm confirmed on (B)(6) 2021 at 6:04 and 17:50 in the pump downloaded history. Pump error alarm 43 confirmed on (B)(6) 2021 at 17:50, 18:00, 19:22, 19:26, 19:31,19:38, 19:53, 19:55 and 19:57. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted on the motor contact. Motor was taken to the test bench where it rewound with no errors or alarms noted. The following were noted during visual inspection: cracked case above arrow and battery icon and pillowing keypad overlay. In summary, pump passed required testing. Customer alleged for rewind anomaly was confirmed due to pump error 38. Pump error 43 was confirmed. Moisture damage was confirmed due to dried insulin on the motor contact. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. The customer stated they were able to clear the alarm but did not receive request to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.